Event description:
The same patient had four winged infusion sets that broke. Only one device was saved. The nurse was in the room and saw that blood was flowing onto the patient's gown. The patient is inactive. The tubing of the wis had disconnected from the needle wing. Patient has developed a fever of 104 degrees. The port will be removed. The facility attributes the sepsis to a compromise of the device integrity. Patient cultured gram negative rods.